Event description:
It was reported to resmed sales representatives that a pt being treated with a resmed device died on (B)(6) 2015. According to the info shared with the resmed employees, the pt was previously being treated with asv therapy for an unk period. At the time of death, however, the pt was being treated with CPAP therapy mode on the asv device. Specifically, the clinician reported to the resmed employees that after receiving the field safety notice (3004604967-2015-00176) he and the pt decided to keep the pt on the asv therapy device, but switched the device to CPAP mode on (B)(6) 2015. The pt was reported to have a preexisting heart condition with hfref of 30%. At the present time, no add'l detail has been provided regarding the pt's pre-existing conditions, treatment plan, the length of time on asv treatment, or device model number and serial number. MFR #: 3004604967-2015-00217.